Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that an intraocular lens was found to be damaged prior to use in a patient surgery. Following the silicone oil removal from the eye, the surgeon was unable to implant the desired lens due to the fact that the lens'' haptics were missing. No back-up lens was available, so the surgery was completed by leaving the patient aphakic. As a result, the patient will require an additional surgery at a later time.

Manufacturer narrative:
Corrected data: device evaluated by MFR. The lens was returned for evaluation. Visual inspection found one haptic broken off at the optic. This haptic is missing. The cause of the damage cannot be determined. A device history record (DHR) review was performed and did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be determined.

Event description:
Receipt of additional information confirmed that the patient underwent the additional surgery for the lens implant at another facility.